Event description:
It was reported that during a da vinci prostatectomy procedure the account experienced multiple non-recoverable and recoverable system error 23. The site converted to traditional open technique to successfully complete the procedure as the system errors created difficulties for the site to locate the pt's vas deferens. No harm to the pt.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #23 experienced by the customer was associated with a remote arm controller (rac), patient cart controller (pcc), endoscopic camera manipulator (ecm), and console to patient cart cable. The system was repaired by replacing these parts. System error code 23 is reported by software to denote that the hardware wheel "wdog" has tripped on one of the digital communication links in the system (due to an excessive number of retries on hardware message packets). This means that the system cannot reliably communicate over that digital link and therefore cannot continue normal operation. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of 2007, there have been no reported recurrences of the issue at this hospital.